Event description:
It was reported that the pump's charging port was damaged, leading to charging issues despite the replacement of the charging cable. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting, and no additional actions were taken.